Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced continuous, ongoing elevated blood glucose (bg) levels over 600mg/dl and trace to moderate levels of ketones; the cause was not known. The customer's current bg level was in the 160's mg/dl range. A system check was performed using the current supplies and the pump performed as intended. Tandem technical support advised the customer to discuss the high bg with a healthcare provider.